Event description:
Procedure: sigmoidectomy.according to the reporter: even injecting the air by syringe, the balloon would not be inflated. No problem in manipulation of the customer was confirmed. Operating time not extended. New one was opened to complete the case with no problem. No patient harm. The patient current status: good tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4)